Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: lumbar spinal canal stenosis procedure used: anterior interbody fusion, oblique lumbar interbody fusion (l4/5) it was reported that during surgery, the blade pin attached to the retractor was inserted into the common illiac vein which resulted in vascular injury. Patient was transferred to another hospital for blood vessel surgery. No product failure occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.